Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reports a right side deflation. The device has been explanted.

Event description:
Healthcare professional reports a right side deflation. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d4, d6a, g1, h4.